Event description:
The reporter contacted animas on (B)(6) 2012 stating that the pump pushed out insulin during the load step. During a subsequent call, the patient confirmed the issue and stated that when the pump did not stop pushing insulin so he pulled the cartridge out of the pump. The patient reported that the piston kept moving sounding like it was straining until the pump emitted a "no cartridge detected". The patient reported trying again and the same thing happened. This report is made based on the allegation that the pump dispensed insulin during the load cartridge step.

Manufacturer narrative:
(B)(4): a review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Evaluation revealed physical damage to the force sensor assembly, contamination in the force sensor assembly, and an out of calibration force sensor. Unrelated to the complaint, the keypad was found to be intermittently responding to button presses with no damage was found to the rubber keypad; the keypad was removed and adhesive was found under the button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).